Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
A 6f angio-seal evolution was selected for closure of the right femoral arteriotomy following a diagnostic procedure. The deployment was normal. Approx 15 mins post deployment, the pt had poor pedal pulses. Access was gained through the left common femoral artery to go up and over to assess the right common femoral anatomy. The artery was ballooned open to treat the compromised blood flow. The pt was admitted for an overnight stay. No other complications were reported.